Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient has experienced numerous urinary tract infections. The physician is aware and there have been no hospitalizations for it. The patient experienced one uti after the implant surgery. For the past utis that started five or six months ago, the patient takes oral antibiotics for about a week, and then it clears up. The patient can tell when they are getting a uti if they feel lethargic, get cystitis, and their catheter volume numbers go up to 300cc. The patient is currently on three keflex per day and has an active uti. No current uranalysis was done, even though the patient would get a uranalysis with their previous utis. The physician has not said if this is device related. The patient self-catharizes two times per day when they get an active uti. The patient will have a follow up when their current uti clears. The patient also asked if they could change to another program setting, but they were advised it might not help as the uti could override the stimulation when active. When the patient does not have the uti, they do great. The patient is taking oral antibiotics and had one round of IV antibiotics. The therapy support specialist said the patient never responded to their last voicemail. They will try again when they return to the office. When the patient texted back, they said they are on their last day of their antibiotic. The patient is still self-catheterizing morning and night with 200 cc residual but feeling better so far. The patient said they should do a repeat test in a few days to be certain. Their seemingly monthly infections have a variety of bacterial causes. The therapy support specialist told the patient they should get rechecked to ensure the uti is cleared up. They have a scheduled follow up call with the patient next month.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has experienced numerous urinary tract infections. The physician is aware and there have been no hospitalizations for it. The patient experienced one uti after the implant surgery. For the past utis that started five or six months ago, the patient takes oral antibiotics for about a week, and then it clears up. The patient can tell when they are getting a uti if they feel lethargic, get cystitis, and their catheter volume numbers go up to 300cc. The patient is currently on three keflex per day and has an active uti. No current uranalysis was done, even though the patient would get a uranalysis with their previous utis. The physician has not said if this is device related. The patient self-catharizes two times per day when they get an active uti. The patient will have a follow up when their current uti clears. The patient also asked if they could change to another program setting, but they were advised it might not help as the uti could override the stimulation when active. When the patient does not have the uti, they do great. The patient is taking oral antibiotics and had one round of IV antibiotics. The therapy support specialist said the patient never responded to their last voicemail. They will try again when they return to the office. When the patient texted back, they said they are on their last day of their antibiotic. The patient is still self-catheterizing morning and night with 200 cc residual but feeling better so far. The patient said they should do a repeat test in a few days to be certain. Their seemingly monthly infections have a variety of bacterial causes. The therapy support specialist told the patient they should get rechecked to ensure the uti is cleared up. They have a scheduled follow up call with the patient next month.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (01)10810005340141(11)240708(17)270708(21)al1r741596. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to urinary tract infection and urinary frequency which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient has experienced numerous urinary tract infections. The physician is aware and there have been no hospitalizations for it. The patient experienced one uti after the implant surgery. For the past utis that started five or six months ago, the patient takes oral antibiotics for about a week, and then it clears up. The patient can tell when they are getting a uti if they feel lethargic, get cystitis, and their catheter volume numbers go up to 300cc. The patient is currently on three keflex per day and has an active uti. No current uranalysis was done, even though the patient would get a uranalysis with their previous utis. The physician has not said if this is device related. The patient self-catharizes two times per day when they get an active uti. The patient will have a follow up when their current uti clears. The patient also asked if they could change to another program setting, but they were advised it might not help as the uti could override the stimulation when active. When the patient does not have the uti, they do great. The patient is taking oral antibiotics and had one round of IV antibiotics. The therapy support specialist said the patient never responded to their last voicemail. They will try again when they return to the office. When the patient texted back, they said they are on their last day of their antibiotic. The patient is still self-catheterizing morning and night with 200 cc residual but feeling better so far. The patient said they should do a repeat test in a few days to be certain. Their seemingly monthly infections have a variety of bacterial causes. The therapy support specialist told the patient they should get rechecked to ensure the uti is cleared up. They have a scheduled follow up call with the patient next month.